Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that they had a spinal fusion (not alleged to be related to the device/therapy) and they were given a bone growth stimulator. The patient reported that the day prior to the call was the first time they used the bone growth stimulator and that they were supposed to use it for 2 hours. The patient reported that with 23 minutes left they felt a pulsating in their anus for maybe 10 seconds and then the pulsating stopped. The patient reported that they their health care physician (hcp) they had been seeing had retired and reported the name of the new individual they were seeing at the same clinic. The patient noted they believed the individual was a nurse practitioner. There were no further complications reported.